Event description:
It was reported " called because the fiberoptic was not zeroed prior to insertion. Waveform was not appropriate. Ap cal data not read by fos system alarm". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the "waveform was not appropriate" is confirmed based on the attached photo. The product was not returned for investigation. In the photo, the iabp display shows an irregular fos waveform. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met due to the fos not calibrating. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " called because the fiberoptic was not zeroed prior to insertion. Waveform was not appropriate. Ap cal data not read by fos system alarm". Additional informaiton states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".